Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned and analyzed. Blood was also noted in/on the helix mechanism.

Event description:
It was reported that the lead was not implanted due to threshold and sensing difficulty. No patient complications have been reported as a result of this event.